Event description:
It was reported that the lock screw fell off the pin collet and the account was unsure if it had fallen into the surgical site. An x-ray was taken to verify nothing was in the pt. The screw was not seen in the x-ray. There was no add'l instrument given to the pt, and the procedure was completed successfully as planned.

Manufacturer narrative:
The handpiece was returned to the MFR for quality investigation. According to the quality engineer, the retaining ring was missing from the collet assembly. The root cause is application of an axial force to the pivot pin forcing the retaining ring to fail. A design change to the pivot pin has been implanted to mitigate this issue.